Event description:
It was reported that the ventilator had an alarm failure message. Additional information about the event has been requested. There was no patient involvement. The customer called technical support to obtain option codes for the central processing unit (cpu) board. The customer was provided with option codes for the new cpu board. Further information is pending.

Manufacturer narrative:
Multiple attempts were made to obtain additional information and on the repair/service of the device that have been unsuccessful.